Event description:
During a premature ventricular contraction (pvc) ablation procedure, a pericardial effusion occurred. The patient became hypotensive and an ultrasound confirmed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient and the patient is being monitored. The physician alleged the ablation catheter caused the effusion. Per a discussion with the physician, he stated he must have been too traumatic with the ablation catheter and released the effusion. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk, during the use of this device.